Event description:
There was no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 h11: corrected data: corrected section h6 (conclusions code) based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. Attempts has been made to obtain the device for evaluation. The explanted device was not returned for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm 2700 aortic valve was explanted after an implant duration of 16 years, five (5) months due to moderate-severe aortic stenosis and moderate aortic regurgitation secondary to calcification. The explanted valve was replaced with a non-edwards valve and vascutek graft. Per medical records, the valve was heavily calcified. The valve was excised, and limited debridement was performed as the aortic annulus was not heavily involved with calcification. A bio-bentall procedure was performed with a non-edwards valve and graft. The patient tolerated the procedure well without complication and was transported to the ICU in stable condition post procedure. The patient was discharged to rehabilitation facility on pod #8.